Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On(B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, 2343 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal"). In a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy, uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("dr. Removed essure from the fat which is felt to have migrate through the fallopian tube.") And embedded device ("metallic wires and the coil are penetrating into the myometrium") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of fibromyalgia, intussusception, asthma, itching, hives, stomach pain, abdominal pain, cystourethroscopy, perineoplasty, rectocele, dyspareunia and chronic abdominal pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 716 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced embedded device (seriousness criterion medically important) and device expulsion ("essure device visualized in the endometrial cavity"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy bilateral salpingectomy). At the time of the report, the outcome of device dislocation was unknown. The reporter considered device dislocation, device expulsion and embedded device to be related to essure administration. The reporter commented: discrepancy noted: removal date: as per argus: (B)(6) 2018. As per mr: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2014: gross description: the endometrial cavity shows a metallic coil which measures 2.0 om in length and 0.2 cm in diameter. A couple of additional metallic wires are identified ranging from 7.5 to 3.0 cm in length and 0.1 cm in diameter. These metallic wires and the coil are penetrating into the myometrium. The myometrium measures 2.0 cm in maximum thickness and fails to demonstrate any well-circumscribed nodules. [Ultrasound pelvis] (date unknown): the uterus measures 8.5 x 4.7 x 5.3 cm and is anteverted. There is a linear echogenic device in the uterus reportedly an essure device. The endometrial complex is 6 mm. Solitary nabothian cyst measuring 8 mm. No fibroids. The right ovary measures 2.5 x 1.8 x 1.8 cm. There is no adnexal mass or cyst. There is normal doppler waveform and normal arterial inflow and venous outflow. Left ovary has been removed. No free fluid. Impression: left ovary has been removed. Normal ultrasound appearance of uterus and right adnexa. Essure device visualized in the endometrial cavity. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 31-oct-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated, events: ¿medical device removal updated to device migration, new events: essure micro-insert embedded, partial expulsion of essure micro-insert, fallopian tube perforation¿¿ were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.